Manufacturer narrative:
The tech found a stuck button caused the bed to raise constantly. The how had activated the lockout function to disable the hi/low from constantly raising. The tech replaced the outer control panel assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the hi/low up button is stuck and the hi/low runs up as soon as the bed is plugged in. The bed is located in the bed repair at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).